Manufacturer narrative:
(B)(4). D10: cat#163663 lot# j7940066 28mm dia cocr mod hd +3mm nk g2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup and liner implants would not assemble correctly. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.